Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level between 38-59 mg/dl. The customer believed that the pump's basal rates caused the low bg. Customer consumed crackers, chips, beer, grape juice, milk, and cheese to address the low bg. Tandem technical support recommended the customer discuss settings with a healthcare provider.